Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a female, age unknown, was implanted with an impella cp device for mechanical circulatory support. The complainant reported the patient was on impella cp support due to ventricular tachycardia. While on support, the patient experienced limb ischemia; however, the patient did not have issues with the impella cp. When the patient was being turned the extracorporeal membrane oxygenation (ECMO) pump stopped and they became hemodynamically decompensated. There was no allegation noted against the impella as the cause of death for the patient.

Manufacturer narrative:
The root cause of limb ischemia could not be determined as insufficient clinical details were provided.